Event description:
It was reported that the tubing on the device pulled away from reinfusion bag causing the blood to leak from it while blood was transfusing. It is unk how much of the blood collected had to be discarded. An alternative transfusion was required. No further info was able to be obtained.

Manufacturer narrative:
The device will not be returned to the MFR for eval.